Manufacturer narrative:
Analysis was performed at a philips bench repair facility by a philips bench repair technician (brt). Diagnostic and functional testing confirmed the customer's reported malfunction when the device displayed 180mmhg while connected to a patient simulator set to 200mmhg. The brt indicated that this discrepancy was consistent with a faulty pressure board and/or connector block, so both parts were ordered with the plan to return any unused components. The evaluation concluded that the pressure board was defective and caused the inaccurate ibp readings the brt replaced the pressure board, after which the device produced accurate measurements. All required tests and verifications including co2 calibration and leakage testing were successfully completed. The connector board ultimately was not needed for repair and will be returned unused. All device functions were confirmed to be working correctly, and the unit is now fully functional and ready for use. The unit was returned to the customer. Based on the information available in the case and testing conducted, the cause of the reported problem was confirmed to be the pressure board. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the micro stream's ibp was not accurate as the device was giving measurements lower than normal. At 200/150 the unit gave a reading of 180/130. It is unknown if the device was in use at time of event, and there was no adverse event reported.